Event description:
It was reported ¿I started research on the internet but unfortunately the horror stories are what generally surface¿. It was further reported, ¿maybe I just need to get home to my tabby (surface) and search in a different way. Last time I wound up with death stories¿. No further information was provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown, product type: catheter. The specific date of death(s) was not provided. It was indicated the death(s) occurred prior to date, (B)(6) 2014, the reporter made the remark. (B)(4).